Manufacturer narrative:
Additional information d9, h3, h6 and h!0: the device was received for evaluation. During functional testing, an pump alarms then shuts off was not reproduced due to device was not able to turn on with customer's battery or ac power adaptor during evaluation. Further inspection found depressed battery contact pins and failed 6 pin connector. A review of the event history log revealed improper shutdown messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarms then shuts off during an unspecified process step. There was no patient involvement. No additional information is available.